Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. Since no photos or samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
Material no.: 305761; batch no.: 8207236. It was reported that after use of the bd eclipse¿ needle the safety shield is falling off when attempting to recap the needle. This occurred on 12 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: multiple staff are experiencing issues with this needle ¿ the safety cap is falling off the needle when staff are trying to close it to prevent a needle stick. All incidents have occurred with lot# 8207236.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
(B)(4). It was reported that after use of the bd eclipse¿ needle the safety shield is falling off when attempting to recap the needle. This occurred on 12 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: multiple staff are experiencing issues with this needle ¿ the safety cap is falling off the needle when staff are trying to close it to prevent a needle stick. All incidents have occurred with lot# 8207236.